Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2009 (B)(6); 5076 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset with the save to disk file shows parity error count equal to 20 on (B)(6)-2012.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por). It was further reported that the patient had undergone radiation treatment. The device was reprogrammed and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.